Event description:
It was reported that device entrapment occurred. The chronic total occlusion target lesion was located in the superficial femoral artery (sfa). The physician advanced the offroad catheter into the patient, however was needed to be removed to advance the sheath further. Upon removal the offroad became stuck on the non-bsc wire. The catheter and the wire were removed. The physician choose to conclude the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - the balloon catheter was received for analysis with a guidewire inserted through the entire device. The micro catheter was not received for analysis. A visual and tactile examination of the balloon catheter identified no kinks or damage along the entire length of the shaft. During an initial attempt to remove the guidewire from the device, a restriction was noted. An initial resistance was felt during the withdrawal of the wire. Once it was initially pulled the wire was freed and moved freely through the wire lumen of the balloon catheter. An examination of the guidewire identified a sticky feel on the surface of the wire at different locations along its length. No kinks or damage was noted with the guidewire. There was no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this event is that another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that device entrapment occurred. The chronic total occlusion target lesion was located in the superficial femoral artery (sfa). The physician advanced the offroad catheter into the patient, however was needed to be removed to advance the sheath further. Upon removal the offroad became stuck on the non-bsc wire. The catheter and the wire were removed. The physician choose to conclude the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4).